Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The port moved when wiggled. The root cause of the reported issue was found to be the device impact/dropped damaging the input fitting. Actions were taken to mitigate the reported issue: the assembly was fastened and the input fitting was replaced.

Event description:
It was reported that a smiths medical ventilator loose oxygen port. No patient involvement.